Event description:
It was reported that a patient recently noticed when charging that an error code poy displayed and that their battery gets hot so they have not been charging it and now their dbs is switched off. It was reviewed that poy was not a known code and inquired if it was possibly power on reset (por).

Manufacturer narrative:
Implant date is an estimated date (year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.